Manufacturer narrative:
A technical services consultant recommended having the patient undergo an electrophysiological study for programming optimization. As of today the device remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device delivered inappropriate antitachycardia pacing (atp) for supraventricular tachycardia. The atp accelerated the rhythm for which inappropriate shocks were delivered. The device exhausted therapy.